Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn: (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message. Following this, the console was replaced and continued ivtm therapy. No consequences, or impact to patient.